Event description:
Laproscopic reaming out of my knee [knee arthroplasty] . Knee hurting again [knee pain]. Case narrative: initial information received on 27-jun-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced laproscopic reaming out of my knee (latency: unknown) and knee hurting again (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown) (information for batch number was requested). The patient reported she had used hylan g-f 20, sodium hyaluronate before and it lasted for three years and she had very good results with it. She had been receiving the injections on and off and they had been fabulous. On an unknown date in 2019, she experienced her knee was hurting again (latency: unknown). She further reported she had laproscopic reaming out of my knee (latency: unknown) and did a lot of physical therapy, however it did not help. This event was assessed as medically significant. She consulted another doctor and underwent some xrays and needed another MRI and mentioned jokingly that she was falling apart and wanted to keep receiving the injections so as to not undergo another surgery. The patient also reported that she had received another medication, she did not remember the name and reported that it did not work. The patient visited her doctor again on (B)(6) 2019. The patient wanted to know if there was any help on medication. Final diagnosis was knees hurting again and laproscopic reaming out of my knee. Action taken: unknown for both events. Corrective treatment: not reported for both events. Outcome: unknown for knee hurting again, not applicable for other event. Seriousness criteria: medically significant for laproscopic reaming out of my knee a product technical complaint (ptc) was initiated on 16-jul-2019 for synvisc. Batch number unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 16-jul-2019. No safety issues were indicated in this review. Additional information was received on 16-jul-2019. Global ptc number and product technical results were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment 16-jul-2019: the follow up information does not change the previous assessment of the case. Patient underwent laroscopic reaming after receiving synvisc. . Based on limited information provided, causal role of suspect product can be excluded as the role of patient¿s advancing age cannot be ignored. The case will be re-evaluated post further update on the patient¿s underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications

Manufacturer narrative:
Sanofi company comment 03-jul-2019. Patient underwent laparoscopic reaming after receiving synvisc. Based on limited information provided, causal role of suspect product can be excluded as the role of patient¿s advancing age cannot be ignored. The case will be re-evaluated post further update on the patient¿s underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Laparoscopic reaming out of my knee [knee arthroplasty]. Knee hurting again [knee pain]. Case narrative: initial information received on 27-jun-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced laparoscopic reaming out of my knee (latency: unknown) and knee hurting again (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown) (information for batch number was requested). The patient reported she had used hylan g-f 20, sodium hyaluronate before and it lasted for three years and she had very good results with it. She had been receiving the injections on and off and they had been fabulous. On an unknown date in 2019, she experienced her knee was hurting again (latency: unknown). She further reported she had laparoscopic reaming out of my knee (latency: unknown) and did a lot of physical therapy, however it did not help. This event was assessed as medically significant. She consulted another doctor and underwent some xrays and needed another MRI and mentioned jokingly that she was falling apart and wanted to keep receiving the injections so as to not undergo another surgery. The patient also reported that she had received another medication, she did not remember the name and reported that it did not work. The patient visited her doctor again on (B)(6) 2019. The patient wanted to know if there was any help on medication final diagnosis was knees hurting again and laparoscopic reaming out of my knee. Action taken: unknown for both events. Corrective treatment: not reported for both events. Outcome: unknown for knee hurting again, not applicable for other event. Seriousness criteria: medically significant for laparoscopic reaming out of my knee. A product technical complaint was initiated and results were pending for the same.